Event description:
In 2008, the patient reported that there was a large air bubble in her insulin cartridge, which caused elevated blood glucose of 393 mg/dl. She bolused 4 units of insulin and ate breakfast before discovering the air bubble. She changed the insulin cartridge, primed, and bolused 5 units of insulin. She stated that she allows insulin to reach room temperature prior to use. She was advised to properly adjust the piston rod prior to inserting the insulin cartridge. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.